Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a infection where the pump had to be removed and re-implanted 6 months later. The onset of infection was (B)(6) 2014. The last refill date was (B)(6) 2014. It was reported that they knew there was an infection with a week after implant because of the discharge. The patient was given pre-operative antibiotics were administered. It was also noted that there was redness in the pump pocket area. The patient had signs and symptoms of redness, swelling, and pain. They tried to treat the infection but had to remove the pump until the infection was clear. Without the pump the patient was placed on oral medication for the pain, which did not work as well. The patient did not have meningitis. It was unknown if cultures were obtained. The patient was treated with IV antibiotics. The primary location of the infection was unknown. The infection did resolve. At the time of infection the medication that was infusing was dilaudid.